Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was not returned for eval as it was discarded by the user facility. Based on the info received, the results are inconclusive and the root cause of the event is unknown. It is possible that this event was procedural related, however, this could not be confirmed as the root cause. The current IFU states: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. While maitaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath.

Event description:
It was reported that during a pta of the femoral artery the balloon was difficult to remove through a 6f sheath. The procedure was completed successfully. A .035 guidewire was used during the procedure. It was noted that the doctor did not use a gentle counterclockwise motion to help facilitate the catheter removal through the introducer sheath as recommended in product labeling. No injury to the patient was reported.